Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported complaint. The instrument¿s grip tips were not moving intuitively (i.e. They were not following the mater tool manipulator input commands smoothly). The root cause of this failure is attributed to a component failure. There was an additional observation that was not reported by the site but is related to the primary failure: the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. This failure caused the failed intuitive motion test. The root cause of this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the tenaculum forceps (part#: 470207-10/lot# n101910280059) associated with this event was performed. Per logs, the instrument was last used on 21-april-2021. The instrument had 2 uses remaining and was not used for any subsequent procedures. The tenaculum forceps instruments are multiple-use endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. This complaint is being reported due to the failure analysis findings related to a broken pitch cable. The tenaculum forceps instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to a patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the tenaculum forceps instrument did not react with the surgeon side console. There was no reported patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.